Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery. Prior to use, the trek rx balloon dilatation catheter (bdc) was soaked, but air aspirated in the anatomy. Pre-dilatation was attempted; however, the balloon ruptured during the first inflation at 12 atmospheres. There was no adverse patient effect. The device was replaced with a new trek to complete procedure. No additional information was provided.